Event description:
The patient stated their doctor removed the catheter on (B)(6) 2014 and found an infection at the site. The patient was taking antibiotics for that infection at the time of the report. They were not sure the cause of the infection and did not know how long there was an infection. Their doctor was going to re-implant the catheter in march 2015. At the time of the report the pump contained saline because the catheter was removed on (B)(6) 2014. Prior to that, the pump contained morphine. At the time of the report, the patient complained of itching in their back. Upon examination, the managing physician determined that the catheter eroded through the skin at the anchor point. The managing physician planned on explanting the catheter. The patient stated their catheter was not anchored correctly since it was implanted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient had a keratinaceous cyst at the lumbar incision site. The cyst continued to prevent closure of the wound for several months and eventually this resolved. The patient did not experience any symptoms. Perioperative antibiotics were administered. The patient did not have an infection or meningitis. A culture was obtained from the device pocket and no organism was cultured. The catheter was explanted on 1/9/2015. The patient outcome was noted as resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).